Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was extracted to provide room for the device upgrade. This does not meet complaint criteria and is no longer reportable. Please disregard report 2124215-2024-09307. Ipv.